Manufacturer narrative:
Information about the pump being explanted escalates this report to serious injury. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced "problems", about six days prior to a refill, that felt "like a big cold." At the refill, it was found that there was no medication in the reservoir despite the refill taking place days before the given date for the low reservoir alarm volume. It was stated that the patient's problem was an underdosing due to the lack of drug in the reservoir. Another refill took place about four weeks later. At that time, it was found that 9ml of drug was in the reservoir despite a volume of 13.5ml being expected. It was stated that the patient's next refill was scheduled to take place 27 days later to see if the percentage of error was constant. It was noted that if more drugs were put in the pump, the patient would feel a bit sleepier. Additionally, it was found that there were no events in the pump logs that were related to any of the problems. The device system was used to deliver morphine and bupivacaine. Two days later, it was reported that when the patient had come in for a refill on (B)(6) 2013, 3ml were expected in the reservoir, but the nurse did not withdraw any volume from it. The physician thought that the patient's symptoms that had resembled a "big cold" were underdose symptoms. At the next refill, on (B)(6) 2013, the expected volume was 13.5ml, but the actual volume was only 9ml. It was also stated that the patient had felt a bit sleepy. The next volume check was scheduled for (B)(6) 2013, which was three days less than the previous refill interval.

Event description:
Additional information reported the new refill took place on july 12th and the expected volume was 13.8ml, but the actual volume was 8.5ml. It was stated the patient was ¿good.¿ 11 months later, additional information reported the pump was explanted.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) was updated. Rpa finished out the destructive analysis on this pump in march 2016. No significant anomalies noted during destructive analysis. The destructive analysis was performed after the oi CAPA team had subjected this pump to additional testing. Oi CAPA testing was started sometime in sept 2015. Summary of the oi CAPA testing; after removal of outer shield, pump was shipped to oneida research services for internal vapor analysis (iva), returned, <(>&<)> tested multiple times for dispense accuracy under negative pump chamber pressure by CAPA investigation team ((B)(4)). Pump was CT x-rayed at various times during testing. Condition pump was in when returned to rpa: outer shield removed, hole <(>&<)> luer fitting added to inner shield. Current analysis coding will not change. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the pump was explanted on (B)(6) 2014 because of the volume discrepancies. It was noted the volume discrepancies were the same as the beginning, but the patient had no confidence with the pump and they decided to explant the pump and implant a non- medtronic pump. It was reported the patient was doing well.

Manufacturer narrative:
Analysis of the pump (s/n: (B)(4)) found overinfusion with an undetermined root cause. The pump had an infusion accuracy test failure.